Event description:
It was reported that "patient had a standard lumbar fusion with our xia ii screw system. We used xia ii 6.5 x 45 screws at the l-5 and 6.5 x 30s at s1. Six months post op, the patient started complaining about pain. Dr thomas requested a CT and discovered that the s1 screws were broken. In 2009, we removed the 6.5 x 30 xia ii screws, and put in 8.5 x 45 screws back in the same holes in the s1 space.

Manufacturer narrative:
Method - sem, microhardness testing, chemical analysis, metallographic analysis. Result - sem of the fractured surfaces confirmed that the failure mode for both pedicle screws was unidirectional fatigue loading. Hardness tests confirmed consistency with annealed ti-6ai-4v material. Chemical analysis confirms that the material confirms to astm f136 standards for implant grade ti-6ai-4v alloy material. Metallographic analysis showed consistent microstructure. Conclusion - high cyclic loads caused by insufficient bone integration and support may have contributed to the subject pedicle screw fractures.